Event description:
It was reported by the patient's mother that the patient had a lead revision "years ago." It is unknown to date whether the mom was referring to a previous lead revision or if the patient underwent a lead revision due to the previously reported high impedance. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.

Event description:
Report was received that stated a patient was being referred for full revision surgery. The reason for revision was reportedly due to high impedance. It was also reported that the patient had been experiencing constant hoarseness before high impedance was observed. The patient's mother had also suggested the patient had experienced an increase in seizures. However, information received from the physician disputed this report and stated the patient was not experiencing an increase in seizures but was experiencing an adverse event. Further information was received that the patient's device remained on despite the observation of high impedance. No known surgical intervention has occurred to date. No further relevant information has been received.

Manufacturer narrative:
(B)(6) 2017.